Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair will intermittently slow down and stop, per the consumer, the chair left her stranded a couple times.